Manufacturer narrative:
Investigation summary bd had not received samples or photos for investigation. A total of 20 retained samples underwent functional testing, and all 20 samples drew within specification and none of the cap/stopper assemblies crept out. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure modes underfill and loose stopper. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported by the customer that while using bd vacutainer® k2e 3.6 mg plus blood collection tubes, five (5) tubes exhibited premature cap separation and five (5) tubes underfilled. No adverse impact was reported regarding the patient or the user.

Manufacturer narrative:
E1. Initial reporter facility name: (B)(6). G4. There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: PMA / 510(k)#: k230855. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported by the customer that while using bd vacutainer® k2e 3.6 mg plus blood collection tubes, five (5) tubes exhibited premature cap separation and five (5) tubes underfilled. No adverse impact was reported regarding the patient or the user.